Event description:
It was reported that the ilet pump issued a single occlusion alert, and the user experienced elevated glucose readings while eating caramel corn and after temporarily disconnecting for a shower; fingerstick testing after handwashing showed higher glucose than the sensor, and a calibration was performed, with guidance provided on supply change if the occlusion alert recurred and on meal announcements. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with a reported lack of effect as perceived by the user, and the device component involved could not be specified due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.